Event description:
The customer reported that the system displayed a pre-charge voltage error message and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed on how to reset one of the system's circuit breakers. The system was then operating as intended.